Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that thrombosis occurred four hours after the initial stent implant. Add'l intervention was performed to reopen the artery and add'l medication was given. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Thrombosis, as listed in the instructions for use (IFU), is a known adverse event associated with the coronary stenting procedure. There does not appear to be any indications of a stent delivery system quality problem.